Event description:
The patient had previously presented with acute right hemisphere stroke due to an occlusion in the middle cerebral artery (mca) that was successfully treated with medication and the placement of a stent in the m1 segment at that time. At routine follow-up, five months post procedure, angiography revealed that the stent was occluded and the distal mca territory was supplied from the leptomeningeal collaterals extending from the anterior cerebral artery. The patient was asymptomatic for the occlusion. Upon discussion with the patient and review of the medical records, it was found that three months previously, the family physician had initiated coumadin for deep vein thrombosis treatment / prophylaxis and had discontinued the plavix treatment. The physician felt that the discontinuation of the plavix contributed to the in stent thrombosis. The occlusion was treated with plavix and the pt was restarted on a plavix and aspirin regimen. The patient suffered no clinical consequence due to the reported event.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.